Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) power-on error message indicated electrical detection failure code 54, and it could not be used normally. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. At this time, the customer has not requested getinge to repair the iabp. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a